Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, 95% stenosed, mid left anterior descending artery (lad). When attempting to place the guide wire into the distal lad, the guide wire consistently slipped in the septals rather than tracking in the main branch of the vessel. It was believed that this posed a high risk of dissection due to tip load. The guide wire was retracted and discarded. A balance middleweight guide wire was used without issue to complete the procedure. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.